Manufacturer narrative:
Immucor technical support received from the customer site some faxed test result printouts, and used them to assess the instrument test well images in question on 14mar2018, which showed the test well images in question as being visually negative, which was consistent with the instrument output. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6)2018, which led to a transfusion reaction.